Event description:
On (B)(6) 2012, patient reported an infusion set leaked insulin a few weeks ago. She smelled insulin and noticed a wet spot around her infusion site. She immediately changed the headset. The infusion site was on her stomach, and there was no scar tissue in the area. The headset was inserted with an insertion device, and the cannula was not bent when it was removed. She did hear an audible click when she connected the headset to the tube. The alleged product was discarded and will not be returned for evaluation. Patient was unable to determine the cause of the leak and was sent replacement infusion sets. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address to the issue.